Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.

Event description:
The account alleged the brake casters move when the pt is adjusted in the bed, brakes are not holding. No pt impact.